Event description:
It was reported that the user experienced hyperglycemia while using the ilet, describing that insulin delivery appeared ineffective for a period despite no visible leaks, no bubbles, no device damage, and no delivery alerts, with blood glucose elevated to the 270s mg/dl and only slightly decreasing until the infusion site and cartridge were re-seated and then the infusion set was replaced at a new body location, after which insulin delivery was confirmed to resume and glucose trended back toward range. Symptoms included elevated blood glucose without reported additional clinical manifestations. Outcomes included restoration of glucose control after troubleshooting, with no medical intervention or hospitalization.

Manufacturer narrative:
Investigation included remote review of device data and guided troubleshooting of the infusion system, including cartridge reinsertion and infusion site change. Investigation of this case revealed that insulin delivery resumed after site replacement, suggesting a transient infusion site or flow issue without device alarms or mechanical damage observed. It was concluded that the event was hyperglycemia with an unclear cause, possibly related to infusion site performance rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.